Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose of 594 mg/dl. The customer's perceived cause of the event is the insulin pump, due to the customer having low blood glucose levels the following day. The customer stated that she was concerned that the insulin pump did not give her a low glucose warning when she had low blood glucose levels. The customer also stated that she last changed her infusion set two days before the event and that she uses a quick-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.